Manufacturer narrative:
Shaft filars at the proximal edge of the crown. Scanning electron microscopy analysis of the filar fractures showed evidence of torsion and fatigue. It was reported to csi that the crown had spun backwards into the sheath and damaged the sheath and driveshaft. It is hypothesized that the fracture may have been due to this interaction. However, the exact cause of the fractures remains unknown. During testing, the oad did not exhibit any unexpected proximal movement. Stall events were recorded in the device data log, which also confirms that the device stopped spinning during the procedure. The cause of the stall events was likely related to the events leading up to the filar fractures; however, this could not be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.

Event description:
Several treatments were administered with a diamondback peripheral orbital atherectomy device (oad). The device then stopped spinning. The crown had spun backwards into the sheath, thereby causing damage to the sheath and oad driveshaft. Difficulty was encountered in removing the oad from the guide wire and in pulling the oad back into the sheath. A wire was inserted to maintain wire position, and the oad, guide wire, and sheath were removed. Upon further observation, the oad driveshaft had unraveled near the crown.